Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all units connected to the medstation were offline. A field service engineer (fse) checked med station and found the communication cable was connected in the wrong port. Further the fse reconnected the communication cable to the correct port in the medstation and confirmed that the medstation was backed up and no more bus errors on any of the units connected to the med station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cabinet indicated that it did not contain any medications, preventing the drawer from being opened. The issue started the previous night, and the machine had been restarted four times. The customer stated that they were unable to accesses the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.